Event description:
It was reported that during a gynecologic procedure the first device locked on tissue. Another device was used and it also locked on tissue. It was not reported how the devices were removed. A third device was used to complete the procedure. There was no patient injury. This report is being filed for the second device. Additional information was requested, but no additional information was received. A follow-up report will be sent if additional information becomes available. See MFR report number 2134070-2013-00090 regarding the first device.

Manufacturer narrative:
Final device investigation found that the device was returned with the power cord cut into two pieces. The jaws of the device opened and closed smoothly. The blade of the device actuated and released freely. Electrical testing could not be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted.